Manufacturer narrative:
Customer contacted the manufacturer via social media. The company's social media team responded and requested that the customer provide an email address. The email was provided by the end user. Subsequent attempts to contact the end user have failed. A telephone number was not provided, so contact attempts were made via e-mail, with no response. A second attempt to reach the end user via social media was also made requesting that he call or email customer support. The end user did not provide any information regarding their cushion type nor was a serial number provided. At this time, the end user is not alleging that the product malfunctioned. (B)(4) was able to obtain the type of cushion but was unable to obtain the model number or serial number. The exact date of the event is unknown, so (B)(6) 2020 was used since the form requires a month, date, and year. This date was used based on when (B)(4). Was made aware of the event. Although an alleged injury is reported, no supporting medical documents have been provided. If additional information related to the complaint is obtained, a follow-up report will be submitted.

Event description:
Per statements left by the end user on social media, they received a product from (B)(4). And ended up with another pressure sore and surgery. End user also mentioned that they were in pain.